Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of error code 1720 was verified. The event log did show the error 1720 occurred (B)(6) 2018. The backup capacitor was replaced in service. Use testing was performed. The problem source is defective component of the backup capacitor.

Event description:
Information was received that the cadd legacy pump had error code 1720. No adverse patient effects.